Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the fresenius cycler in relation to the reported peritonitis. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient has had an ongoing peritonitis infection since (B)(6) 2023. The nurse stated that the patient¿s peritonitis was characterized by symptoms of cloudy pd effluent. The patient had a pd culture obtained (during a routine outpatient pd visit) which had growth of coagulase negative staphylococcus and an elevated white blood cell (wbc) count (result not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. The nurse indicated that the patient had subsequent pd cultures obtained (dates unknown) that continued to have an elevated wbc (results unknown) despite treatment with ip vancomycin. On (B)(6) 2023, the patient was hospitalized for a separate health issue unrelated to peritonitis or pd therapy. However, per the nurse, during this hospitalization the patient underwent removal of the pd catheter (not a fresenius product) due to the ongoing/persistent nature of the peritonitis infection. Additionally, the patient was transitioned to hemodialysis for renal replacement needs. No further information about the hospitalization was provided, including discharge details. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is suspected to be associated with a breach in aseptic technique during the pd exchange.